Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The exhalation valve was cleaned and reseated. The unit was returned to service. The customer contact reports there is no patient information available.

Event description:
The hospital reported the unit was delivering sustained pressure in manual mode during a case, the patient was switched to an ambulatory bag. There was no report of patient injury.